Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button responded intermittently or not at all. The customer did not list any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 344 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display; the problem is isolated to the mother board. Unable to confirm button keypad unresponsive due to blank display. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked on the display window noted.